Manufacturer narrative:
It was reported that port will not flush. Received from the customer is one used extension set model 20019e lot 20055329. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through each port of the set via flush. Fluid flowed throughout the set with no occlusions occurring. No further testing was performed as the customer¿s report was not confirmed. A device history record for model 20019e with lot number 20055329 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of unable to flush was not confirmed. The root cause of the customer¿s report could not be identified because no occlusions occurred and fluid successfully flowed throughout the received set.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp had flow issues. The following information was provided by the initial reporter: material no: unknown batch (lot) no: unknown. It was reported that port will not flush. Customer response (B)(6) 2020: the product was sent this morning and the date of the issue is attached to the item. I sent an email just before this was sent asking about if I needed another shipping label for another defective item. Is it necessary to continue sending every defective one or is the product in general being reviewed? Also, I don¿t have the previous one that I sent to review the lot number but you should have that packaging along with the one that I just sent for comparison. Please send another packaging label for the one yesterday if I need to send it as well. These items are not connected to patients because they have to be flushed prior to connection in order to prevent air in the lines.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp had flow issues. The following information was provided by the initial reporter: material no: unknown, batch (lot) no: unknown. It was reported that port will not flush. Customer response (B)(6) 2020: the product was sent this morning and the date of the issue is attached to the item. I sent an email just before this was sent asking about if I needed another shipping label for another defective item. Is it necessary to continue sending every defective one or is the product in general being reviewed? Also, I don't have the previous one that I sent to review the lot number but you should have that packaging along with the one that I just sent for comparison. Please send another packaging label for the one yesterday if I need to send it as well. These items are not connected to patients because they have to be flushed prior to connection in order to prevent air in the lines.